Event description:
It was reported that slow flow phenomenon occurred. The 20mm in length, concentric, de novo target lesion was located in the non-calcified, mildly tortuous, 3.0mm in diameter, right coronary artery (rca). There was 75% stenosis in the proximal rca and 90% stenosis in the distal rca. Pre-dilation was performed with a balloon. The physician attempted to implant a stent respectively in the proximal and distal rca. A small hemangioma in the distal rca was noted and the stent was deployed in the proximal part of the hemangioma. A 12mm x 3.25mm quantum maverick balloon catheter was selected to post-dilate the lesion at 18 atmospheres. However, a slow flow phenomenon was noticed by the physician. After medical intervention was done, the blood flow was restored. The procedure was completed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with a quantum maverick product pouch. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that slow flow phenomenon occurred. The 20mm in length, concentric, de novo target lesion was located in the non-calcified, mildly tortuous, 3.0mm in diameter, right coronary artery (rca). There was 75% stenosis in the proximal rca and 90% stenosis in the distal rca. Pre-dilation was performed with a balloon. The physician attempted to implant a stent respectively in the proximal and distal rca. A small hemangioma in the distal rca was noted and the stent was deployed in the proximal part of the hemangioma. A 12mm x 3.25mm quantum maverick balloon catheter was selected to post-dilate the lesion at 18 atmospheres. However, a slow flow phenomenon was noticed by the physician. After medical intervention was done, the blood flow was restored. The procedure was completed. No further patient complications were reported and the patient's status is stable.